Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell (25-50%). A visual and microscopic analysis was performed which identified: sharp broken on anterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on anterior of broken device assessed as a surgical impact opening, for stress marks in the shell and a missing shell assessed as inconclusive.

Event description:
Patient reported right side rupture. Device explanted and replaced.

Event description:
Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.